Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent had burrs and the surface was not smooth. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was stable post-procedure. However, returned device analysis revealed that shaft was broken.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier 24 x 2.50mm stent delivery system was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Examination of the crimped stent via scope found there was lifted struts at the proximal section and flaring present at the distal section of the stent. No signs of movement, stent was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A hypotube break was identified at 77cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and tactile examination of the mid-shaft section found no issues. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal bumper tip showed signs of damage with pinching being noted.